Event description:
In 2008, response from rymed indicated that there was a injection cap/curlin pump tubing incompatibility. Using the two products together caused the septum of the rymed injection cap to perforate and leak. A week later, I reported tubing/supply incompatibility occurrences using the curlin pump tubing and the rymed invision plus injection cap to curlin mfg. A coring defect occurs in the septum of the rymed invision plus injection cap with 3-4 attachments. The opening of the curlin tubing inner diameter is too small to accommodate the piston action of the rymed injection cap. Following a list of the supplies in question: rymed injection cap with extension rym-5215, a sterile packaged injection cap rym-5001, a fino touchfl injection cap rym-5000, a curlin 1.2 micron filter - tubing and a curlin .2 micron filter - tubing. Approx dates of use: 2006 - 2008.